Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. The right ventricular (rv) lead was noted to exhibit noise and was programmed off over 5 years. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.